Event description:
Omission from the previous report: surgical procedure was phaco only. The intraocular lens (iol) damage was noticed intra-operatively, during contact with the patient. There was no vitrectomy performed, and no other complications were experienced. The patient did not notice a decrease in their vision. In the physician's opinion, the most likely cause of the iol damage was due to a loading error. Correction to our previous submission: sutures were placed as part of standard protocol.

Manufacturer narrative:
Corrected data: b5 the conclusions from our original report submission remain unchanged.

Manufacturer narrative:
The lens was not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors such as loading or handling techniques, or procedural factors such as lens and inserter interaction might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that while loading an intraocular lens into the left eye, the surgeon experienced folding issues. The incision had to be slightly enlarged (2.2-2.5 mm) in order to remove the lens, and as a result of the enlargement sutures were required. An iol of the same model and diopter was successfully implanted. In the surgeon¿s opinion the most likely cause of this event was a loading error. The patient outcome is good with no decrease in visual acuity.